Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 426 mg/dl at the time of the incident. Customer other relevant blood glucose was over 250 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The supplemental report was submitted with the wrong aware date. The correct aware date is (B)(6) 2019.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was not using the auto mode feature on insulin pump at the time of event.